Event description:
The physician attempted to treat a lesion inside of a 2.75 cm stent with a 3.0 cm cutting balloon. The physicial also attempted to treat an ostial lesion. The lesion may have been calcified as well. As reported, due to oversizing/calcification, the balloon burst and the vessel dissected. The physician pulled same size cutting balloon and inflated across same dissected area. Pt status decompensated. Attempts at stent placement were unsuccessful and pt was sent for surgery for CABG. The pt is doing fine post-coronary artery bypass graft surgery.